Manufacturer narrative:
Stryker performed an initial evaluation of the device and was able to duplicate the reported issue. The customer has received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device's shock button was not working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report their device's shock button was not working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker for further evaluation and during this subsequent evaluation the issue could not be reproduced. The device worked as expected and therefore no root cause could be determined.